Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of a shock into an open lead condition. Upon review, high out-of-range right ventricular (rv) lead shock impedance measurements were observed. Analysis of stored device data was requested. Disk analysis confirmed that high out-of-range shock impedance measurements preceded the declaration of code 1005. It was noted that the shock resulting in the code did not successfully cardiovert the patient though the shock following re-detection converted the arrhythmia. Based on device data, ts suggested there may be a lead integrity issue resulting in the reported behavior for which revision was advised. The physician elected to continue monitoring the issue remotely. No adverse patient effects were reported. This system remains in service.